Manufacturer narrative:
H.6. Investigation summary: bd received 6 samples from the customer in support of this complaint. The 6 returned samples were visually inspected and functionally tested and there were no issues relating to pull force. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the returned samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficulty to eject the needle from the holder/ needle stays blocked askewed." This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they have to remove the luer adapter from the cannula, this can only be done by force, the luer adapter cannot be unscrewed easily and without complications.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficulty to eject the needle from the holder/ needle stays blocked askewed." This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: they have to remove the luer adapter from the cannula, this can only be done by force, the luer adapter cannot be unscrewed easily and without complications.